Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was evaluated at the customer site by a zoll representative and the customer's report was observed. The device was then returned to zoll medical (B)(4) and the malfunction was attributed to the front panel membrane. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old male patient, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old male patient, the device failed self test. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.